Event description:
Reportedly the sulu disengaged from the instrument handle as it was fired and the knife and staples damaged the tissue. Therefore, anothet sulu was used to transect and remove the damaged tissue to complete the case without further incident. No patient injury reported.